Event description:
Pt was found with their head caught between the side rail and the bed and their legs hanging between the opening of the front and back rails. Reporter is sure that the facility has not told FDA of this incident as they did not tell the family doctor of the manner in which pt was found dead, by their family.